Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.60. It was noted that this patient had been non-compliant and this was their first visit to the clinic since implant. It was also noted that this patient had received several shocks since implant. A technical services (ts) consultant discussed the shortened replacement window (4/05/2007) advisory and that the battery may have depleted due to the advisory malfunction or due to the multiple shocks delivered. Ts advised intensifying patient follow-ups to monthly, and discussed the use of latitude. The battery voltage later decreased to 2.59v and a longevity estimate was requested. Ts again discussed monthly follow ups and were not able to provide a longevity estimate due to the srw advisory behavior. Another longevity estimate was requested at a later date, and it was noted that the patient started feeling what was believed to be diaphragmatic stimulation (or something like it) for the past 2 weeks. Ts again discussed that the patient should continue to be followed monthly. For the patient's symptoms, they discussed daily measurement timing and if the stimulation was from the daily lead test, the patient would feel it at the same time every day. This was going to be discussed further. It was later noted that the battery voltage decreased to 2.55, and the charge time was 13.1 seconds. Another longevity estimate was requested; however, ts stated again that an accurate estimate could not be provided due to the srw advisory. Additional information was provided that the battery voltage was later noted to have decreased to 2.51, and eri indicators were questioned. Ts discussed eri would be at 2.50 v, it was then noted the patient would be scheduled for replacement.